Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as a possible allergic reaction consisting of small blisters under the shoulder straps and under the patient's arms. The patient consulted her physician who provided a cream and pill. Follow-up indicated that the irritation had cleared up.